Event description:
It was reported that during an unk procedure that a piece of blade broke, but could be removed. Another device used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.